Event description:
It was reported the device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. The engineer determined the issue was associated with a broken speaker, which would require replacement. After parts replacement, the device was returned to functional use with no further issues identified.